Event description:
New information received notes that normal battery depletion was confirmed.

Manufacturer narrative:
Correction: remove h6 - device code: 2885 - battery problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, battery anomaly was observed on the device. Inappropriate auto mode switches episodes due to competitive atrial pacing were also noted. No intervention was made. The patient was stable.